Manufacturer narrative:
Analysis of the handpiece found the nose cone was loose, the motor was worn and noisy. The nose cone and motor were replaced. The device was cleaned, repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the handpiece was unstable inside during an otologic procedure. For troubleshooting, the bur was removed and inserted again, but the problem remained. The procedure was completed with a replacement device. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.